Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. The alarm trace report contained conspicuous events such as abnormal sipper movement, reagent probe up/down, and abnormal probe sucking. The investigation determined that if a local issue was present, it was resolved by the actions of the field service engineer (fse). No further issues were reported after the service visit.

Manufacturer narrative:
The cobas 6000 c (501) module serial number is (B)(6) the customer stated that a sample probe up-down error occurred when unloading the reagent pack. A field service engineer (fse) checked pump pressures and adjustments of probes, all of which were good. They found that the outside wash of the reagent probe was very low. The pressure to wash the probe was adjusted properly. The fse also checked water outputs and the washing of all of the probes. For verification, the fse ran a precision check, and all of the values were very good. Calibration and qc were completed and the values were within customer ranges. The investigation is ongoing.

Event description:
There was an allegation of a questionable calcium gen.2 result from the cobas 6000 c (501) module for approximately 15 patients. Results were provided for one patient. The initial result was 7.2 mg/dl, and the repeat result on another analyzer was 9.0 mg/dl. The repeat result was deemed to be correct. The initial result was found to be critically low and incompatible with life.